Manufacturer narrative:
One smiths medical medfusion pump was returned for analysis with crack on both front corners of top case, chipped out right plunger case, missing rubber feet and cracked battery door. During analysis, check syringe plunger sensor error was found at power up. It was noted that the flippers on left plunger case were intermittently sticking as a result of normal wear as pump is over 11 years old. Normal wear was noted to be the cause of the reported issue. Service replaced the left plunger case and performed preventive maintenance and all functional testing. Based on the evidence, the complaint was confirmed, there was no fault with the device, the reported issue was due to normal wear.

Event description:
Information was received indicating that the plunger of a smiths medical medfusion pump cracked on the casing and the flipper got stuck and exhibited an alarm. No patient consequences were reported. No adverse effects were reported.